Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 39565-30, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 11-aug-2012, UDI#: (B)(4). ¿see manufacturer¿s report #3007566237-2020-00256 regarding the previous report of impedance issues discovered at device replacement.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was rubbing on his right rib when he sat and it was uncomfo rtable. The patient had his battery replaced last month. The physician inspected and evaluated the ins site, he found no sign of infection. The patient was going to see their neurosurgeon due to the original paddle lead had contacts 8-15 with impedances out of range which was found at the battery replacement in february 2020. The patient was going to get a battery revision when the neurosurgeon replaced the leads. The issue was not resolved. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported the ins was replacing a previous ins in the same location. The patient was seeing the physician regarding a lead replacement and a pocket revision at that time. No further complications were reported/anticipated.